Event description:
It was reported that the user experienced hyperglycemia for approximately 45 minutes after a meal announcement, with a fingerstick blood glucose of 275 mg/dl while the ilet displayed 326 mg/dl using a dexcom g7 sensor. Symptoms included elevated blood glucose. Outcomes included temporary interruption of normal device use with user-guided correction by entering the fingerstick value into the ilet. Investigation included complaint handling with user education and troubleshooting. Investigation of this case revealed that the hyperglycemia occurred postprandially with discrepant sensor versus fingerstick values, and no device malfunction could be confirmed. It was concluded that the cause of the hyperglycemia was unclear and that device use continued after guidance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.